Event description:
Maryland robot instrument slipped off tissue while in use, causing the instrument cable to fray. Surgeon alerted circulator, who grabbed a replacement instrument. Case continued without any further issues.